Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6003779 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). Complaint investigations: 1 used set was provided for investigation and there is a visible defect on the returned sample. The following tests were performed: visual test according to wi version 2, the returned sample test passed functional test: underwater flow, according to wi version 1, the returned sample, does not test passed, one set was found with pcc connector needle clogged (by insulin). A batch glue tubing record review was conducted resulting in the following: packaging lot: the 6003779 was manufactured according to the wi version 70 manufactured in the machine multivac 12, on 19/oct/2023, with a total of (B)(4) units. Glue-tubing lot: the 3k02786 was manufactured according to the wi version 70 manufactured in the machine pegado 04, 05 and 08, on 19/oct/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on feb 26th, 2025, against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6003779 and no other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: one set was found with pcc connector needle clogged (by insulin). On reference samples, no issue related to the tubing. No reported harm, no defect on test, no non-conformance (nc) raised during production related to this failure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that an insulin flow block alarm occurred in the tubing and insulin exited with greater than normal resistance. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to manufacturer was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.